Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. Customer informed that that the system was not starting, and rebooting did not resolve the issue. A "switching not possible" message was displayed in the tsm, and it was confirmed that the flexvision control unit had not started up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found issue with the software. To resolve the issue, fse reinstalled the os to rule out software issues. After replacement, the system returned to use in good working order. The same issue reoccurred after a few days, where fse replaced flexvision pc to resolve the issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.